Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was not responding properly and failed calibration. There was no patient involvement at the time the issue was discovered as the device was removed from service. The customer called technical support to report that the touchscreen was not responding properly and failed calibration. The remote service engineer evaluated the device with the customer and advised the customer to replace the touchscreen. The rse also provided the customer with the part number and price of the replacement touchscreen for repair and discussed installation with the customer per the service manual. Resolution and disposition are pending.

Manufacturer narrative:
Per initial good faith effort (gfe) response received on 28may2024, the customer performed troubleshooting and calibrated the touchscreen-- the touchscreen worked, but the bottom part of the touchscreen was off. Also, the customer is in the process of ordering a replacement touchscreen. The repair is still pending.

Manufacturer narrative:
The biomedical engineer (bme) ultimately ordered the replacement touchscreen for repair. Upon receiving the new part, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.